Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial:(B)(6), batch: 7080130. Product family: scs-ipg-r. Upn: m365sc11600, model: sc-1160, serial: (B)(6), batch: 371327.

Event description:
It was reported that the patients lead had migrated. The patient underwent a lead replacement procedure and the ipg was replaced as well due to an unknown reason. The patient was doing well postoperatively, and the explanted devices will not be returned per hospital policy.